Manufacturer narrative:
A (B)(4) needle was used for the procedure, not the manufacturer approved needle contained in the kit. The instructions for use states: "use only stryker-approved components and accessories unless otherwise specified"; and "the healthcare professional performing any procedure is responsible for determining the appropriateness of this equipment and the specific techniques used for each patient".

Event description:
During a vertebral augmentation procedure at t11-l2, using a 4 level, uni pedicular approach, the balloon broke at the proximal end. The physician decided to leave the cemented balloon inside the patient. It is further reported that the patient is doing well post op and has reported a reduction in pain.